Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 626288) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), crying ("cried all the time"), headache ("headaches"), mood altered ("extreme moodiness"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, crying, headache, mood altered, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased and nausea outcome was unknown, the alopecia was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, crying, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received:the event crying, headaches, extreme moodiness, abnormal vaginal bleeding, menorrhagia, apareunia, depression, bladder problems, urinary tract disorder, migraines, fatigue, weight gain, nausea, essure confirmation test not done added.reporters,lot number,event outcome,concurrent condition added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) : one just outside the uterus draped over the serosa / malposition of essure device"), embedded device ("one essure within the endometrium") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 626288) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Medical conditions: *patient had done vaginal ultrasound for abnormal bleeding (vaginal, menorrhagia). Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal. Concomitant products included clonazepam. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia) very heavy, constant bleeding"). On (B)(6) 2008, the patient experienced crying ("hormonal changes- describe: I cried all the time"), headache ("headaches"), mood altered ("hormonal changes- describe: extreme moodiness"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2008, the patient experienced alopecia ("hair loss hair was thinning and then was coming out in clumps"), depression ("psychological or psychiatric problems - condition: depression"), urinary tract disorder ("urinary problems or changes") and cystitis ("bladder problems or changes-frequent bladder infections") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with desogestrel;ethinylestradiol (mircette), medroxyprogesterone acetate (depo provera) and surgery (bilateral salpingectomy(bilaterla removal of both the fallopian tubes)). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, embedded device, pelvic pain, headache, depression, fatigue, weight increased and nausea outcome was unknown, the alopecia, crying and mood altered was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine and cystitis had resolved. The reporter considered alopecia, crying, cystitis, depression, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition: depression, psychological and psychiatric problems- condition.. Leave taken from this job or other job for medical reasons- had to have essure coils emergency removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Ultrasound scan - on (B)(6) 2008: perforation (other) please describe: bilateral essure noted; one within the endometrium and one just outside the uterus draped over the serosa. Malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received: new event one essure within the endometrium and perforation (other) : one just outside the uterus draped over the serosa / malposition of essure device were added. Historical, treatment and concomitant medication, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. 626288) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("painful periods/dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia) very heavy, constant bleeding"). On (B)(6) 2008, the patient experienced crying ("hormonal changes- describe: I cried all the time"), headache ("headaches"), mood altered ("hormonal changes- describe: extreme moodiness"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2008, the patient experienced alopecia ("hair loss hair was thinning and then was coming out in clumps"), depression ("psychological or psychiatric problems - condition: depression"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain / loss (specify which one) weight gain") and cystitis ("bladder problems or changes-frequent bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with medroxyprogesterone (depo provera) and surgery (bilateral salpingectomy(bilaterla removal of both the fallopian tubes) ). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, headache, depression, fatigue, weight increased and nausea outcome was unknown, the alopecia, crying and mood altered was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, migraine and cystitis had resolved. The reporter considered alopecia, crying, cystitis, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition: depression, psychological and psychiatric problems- condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Patient had done vaginal ultrasound for abnormal bleeding (vaginal, menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received: consumer address updated. Event bladder infections added. Event onset date and outcome updated. Reporter causality comment added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 626288) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("painful periods"), crying ("cried all the time"), headache ("headaches"), mood altered ("extreme moodiness"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, crying, headache, mood altered, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, fatigue, weight increased and nausea outcome was unknown, the alopecia was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered alopecia, bladder disorder, crying, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, alopecia and dysmenorrhoea outcome was unknown. The reporter considered alopecia, dysmenorrhoea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.